Event description:
Ten percent of the 300 women on this support groups list had saline implants only and have developed serious rheumatological and neurological problems. Another complication of saline implants seems to be pain in the breast area that persists after the implants are removed. None of these devices were tested as medical products are supposed to be, yet they have been implanted into women. Not only do saline breast implants have silicone envelopes, which degrade and are carried throughout the body, affecting the immune system and vital organs, but the saline itself is a problem. It can bleed back and forth through the permeable envelope and does not remain sterile; many saline implants removed from women have bacterial and fungal growth. It is no wonder these women say they have the flu all the time, are highly prone to infections and have become allergic to molds and yeasts. When the implants are removed, very often they have turned black or green.